Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. It was observed that the device kept resetting itself. The device can no longer be repaired. The cause of the reported issue could not be determined. The customer was provided with a warranty replacement. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when attempted. There was no patient use associated with the reported event.